Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported plastic material embedded in the optic of the intraocular lens (iol). The iol remains implanted. There was no patient harm reported. Additional information has been requested.; however, further information has not been received.